Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that their stimulation is not working for them. Caller stated that they can turn it up as high as it goes, but it's doing nothing. Caller added that they first noticed this about a week ago. Caller noted that normally if they forget about it and lay down, they will feel it, but now they don't think it's even on because they can bend over and feel nothing. Agent had caller connect the controller to the implant. Caller was in group a with program. Caller increased the stimulation from 4.0 to 6.2 and did not feel any sensation. Agent walked caller through switching to group b. Caller confirmed they could feel the stimulation in group b and it was comfortable. Agent asked caller if they had any recent falls or injuries; caller stated they did fall and the whole right side of their body is bruised up. Agent advised patient to follow up with their healthcare provider to further address the issue. Agent had physician listings mailed to patient. Updated patient's phone number.